Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to the pump remained dimpled when it was pressed. Following the surgery, the patient was stable, improved and the event resolved.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to the pump remained dimpled when it was pressed. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual examination did not identify any visual damages upon inspection the pump passed functional tests within all specifications and no leaks were found. The ms pump was functionally tested and did not pass the activation test and valve deactivation state test. Based on the information available and analysis results, product analysis concluded these activation and valve deactivation state tests issues could affect the functionality of device. Product analysis confirmed a pump malfunction.